Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise from the patients left ventricular assist device (lvad) which was oversensed resulting in shock inappropriate therapy. The patient had two episodes in which one appropriate shock was given in each episode. The device is programmed to primary 1x and smart pass is off. The signal was noted to be small and noisy. Troubleshooting was performed and the alternate vector was tried however, there was still noise. The physician elected to turn therapies off and will re-evaluate at a different time. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise from the patients left ventricular assist device (lvad) which was oversensed resulting in shock inappropriate therapy. The patient had two episodes in which one appropriate shock was given in each episode. The device is programmed to primary 1x and smart pass is off. The signal was noted to be small and noisy. Troubleshooting was performed and the alternate vector was tried however, there was still noise. The physician elected to turn therapies off and will re-evaluate at a different time. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing correction to correct field h6 patient codes.